Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator/monitor indicating that there was a "battery calibration" message. Available details indicate that, no service or technical support was provided to the customer due to the end of support status of the device. The customer was made aware of the end of life terms and the eol notice was provided to the customer. The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a "recommended to calibrate batteries" message. There was no reported patient impact or injury.